Event description:
A report was received that the patient underwent an explant. The patient developed an infection at the surgery site and the scs system needed to be removed.

Manufacturer narrative:
Additional information was received that the symptoms for infection were redness and purulent discharge seeping out from both ipg and lead incision sites. Symptoms also included swelling and fever. Antibiotics were prescribed. The physician did not believe the infection to be device related and was not sure if the infection was procedure or medical condition related. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant. The patient developed an infection at the surgery site and the scs system needed to be removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 17062785, description: next generation anchor kit-sterile.